Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 23 (post-reset ram crc alarm) and replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The customer reported receiving replace battery alert/ replace battery now alarm without receiving a low battery warning first. This was the first occurrence. Battery cap is not damaged, and battery was not used in another device first. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Pump passed self test, active current measurement and displacement test. However, failed high sleep current measurement. No unexpected pump error 23 and unexpected battery power loss noted during testing. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was without spec range. In further full review in the pump history found: pump error 23 on (B)(6) 2025 00:12:00.000, (B)(6) 2025 00:12:13.000, (B)(6) 2025 06:56:43.000. Unit was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case corner of belt clip rail, cracked battery tube thread, label damage. Unit received pump error 23 and failed high sleep current measurement during testing due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.